Event description:
The customer reported via phone call that they had excessive delivery alarms. It was also reported the insulin pump would power off when the alarm occurred. The customer's blood glucose was 328 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found the insulin pump did not alarm no delivery with a manual prime. Troubleshooting also found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.